Event description:
Pt was treated for an l4 fracture with spinal canal narrowing. Pt instrumented dorsally with cement and mirs at l3-l5 along with kyphoplasty, hemilaminectomy and transpedicular pe at l4 on (B)(6) 2012. Construct consisted of 4 screws, 4 screw bodies and 2 rods. On (B)(6) 2012 pt developed an osteoporotic compression fracture at l2 and underwent revision surgery. Pt was cemented dorsally with an extension if mirs instrumentation to l1. Extension construct consisted of an additional 2 locking caps, 2 screws, 2 screw bodies and 2 rods. This is the 7th of 14 reports submitted on this event.

Manufacturer narrative:
Lot #: it is unk if the lot number for this particular device is lot number 7751082, 7898872 or 7752293. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device is used for treatment, not diagnosis. It was established that at one of the 3d head the thread lead was sheered. Furthermore, one other thread leads were deformed at a locking cap. Additionally it was detected the use of the matrix locking cap in the mirs body. This does not correspond with the op technique. Unfortunately we can not determine the exact cause of damage afterwards. We assume that an offset of the screw which was leading to a tension was the cause of the damage no product fault could be detected. The manufacturing and material documents show no deviation of our specifications.

Manufacturer narrative:
Device used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This report is #7 of 14 for complaint (B)(4).